Event description:
A manufacturer representative (rep) reported they were doing a revision. The rep stated the reason for the revision was unknown. There were no further complications that have been reported as a result of this event.